Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System crashed during a tee examination.

Manufacturer narrative:
Investigation: this error could occur when the customer changes the angle of tee while moving cw roi simultaneously. And the software may not detect any response from the v5ms transducer for a given time period in cw mode, since it would take longer time (0~20ms) to respond when cw roi is being repositioned. Solutions for this issue were provided in the following releases: x700 1.x: 1.1.06, x700 2.x: vb20d.